Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, non-intuitive motion was noted on the medium-large clip applier instrument. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirmed the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. No non-intuitive motion was observed during in-house testing. Additional observation not reported by site: the instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.024" offset at the tips. The clip could be properly loaded on the grips, but the clip was unable to clip onto the tubing after multiple attempts. The root cause of this failure is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. The medium-large clip applier instrument was last used on (B)(6) 2022 on system (B)(4). For a pancreatoduodenectomy surgical procedure. The medium large clip applier (part# 470327-12 /lot# n10210906 0219) has 74 uses remaining after last use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This complaint is being reported due to the following conclusion: it was alleged that the medium-large clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.